Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer stated that she had already performed troubleshooting in the past. The customer stated that she would call back later for a replacement insulin pump if needed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.